Manufacturer narrative:
Product complaint # (B)(4) the following literature cite has been reviewed: jacquot l, machenaud a, bonnin mp, chouteau j; resurg; vidalain jp. Survival and clinical outcomes at 30 to 35 years following primary total hip arthroplasty with a cementless femoral stem fully coated with hydroxyapatite. J arthroplasty. 2023 may;38(5):880-885. Doi: 10.1016/j.arth.2022.11.016. Epub 2022 dec 8. Pmid: 36496046. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary ==> no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: jacquot l, machenaud a, bonnin mp, chouteau j; resurg; vidalain jp. Survival and clinical outcomes at 30 to 35 years following primary total hip arthroplasty with a cementless femoral stem fully coated with hydroxyapatite. J arthroplasty. 2023 may;38(5):880-885. Doi: 10.1016/j.arth.2022.11.016. Epub 2022 dec 8. Pmid: 36496046. Objective/methods/study data: the purpose of the present study was to update and report clinical outcomes and survival of primary total hip arthroplasty using a cementless double-tapered titanium fully hydroxyapatite-coated stem at a follow-up > 30 years. 347 hips were involved in the study. All were noted to be implanted with corail stems. There as no mention of the acetabular cup/liners. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unk hip femoral stem corail adverse event(s) and provided interventions possibly associated with unk hip femoral stem corail (qty 14): 14 revisions during the follow-up period. 1 of the revisions was due to implant loosening the remaining 13 were for unknown reasons.